Manufacturer narrative:
The device is expected to return to the manufacturer for evaluation; it has not been received.

Event description:
The date of the event is unknown. The event involved a report of leakage of paclitaxel on the filter.

Manufacturer narrative:
No list # 142560488 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.